Manufacturer narrative:
Insufficient clinical detail is available to determine the underlying cause. Potential contributing factors, including surgical technique, wound healing conditions, and patient-specific factors, cannot be assessed or ruled out. In the absence of diagnostic data or objective findings, a device-related contribution cannot be excluded.

Event description:
This is an initial, serious, spontaneous report regarding a patient (unknown age/gender) who underwent a nerve repair procedure involving implantation of axoguard ha+ nerve protector and subsequently experienced wound dehiscence and device extrusion. On an unknown date, patient underwent a procedure to repair the nerve in their thumb, involving placement of axoguard ha+. On an unknown date, the ha+ was subsequently explanted. Variability in surgical technique was noted; however, no objective procedural details were available to assess its contribution to the event. No detailed information is available regarding the extent of patient injury and/or mobility. No information is available regarding patient treatment post-surgery.